Event description:
During lead replacement a portion of the lead broke and remained implanted within the patient. At this time, no intervention is planned to remove the implanted fragment. The lead replacement was reported in (B)(4). Effective therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.